Event description:
It was reported that the patient¿s wires were twisted. Patient stated it was the lead and ¿if you picture the stimulator in patient¿s chest and the lead coming down from the brain across the top of the stimulator twists back and forth (loops and twists) back to the stimulator.¿ patient had an x-ray on (B)(6) 2013 and it could be seen on the x-ray. Patient was not having issues with the stimulation but had a sensation that felt like tingling and felt like bugs crawling underneath the skin by the stimulator site. It was noted that this happened on (B)(6) 2013 and that it had happened a couple of times and then would stop. Patient spoke with the health care professional on (B)(6) 2013. It was noted that they turned the stimulator off. Healthcare professional stated that the lead was twisted and the patient was going to have surgery on (B)(6) 2013. It was noted that the patient was very active and could have moved too much too soon before it was lodged in. Additional information received reported that the patient lifted a heavy object which pulled the sutures securing the internal pulse generator (ipg) out and caused the battery to flip while playing tennis. It was noted that continuous activity caused the battery to flip and extension wire to twist. Impedance testing was done and values read greater than 20,000 on all electrodes. Patient symptoms included shocking in the chest at the device pocket location. The device was explanted and replaced and the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# va012tp, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va012tp, implanted: (B)(6) 2013, product type lead. (B)(4).